Event description:
Reporter alleged, obtaining discrepant back to back glucose results of 477, 443, 101, and 393 mg/dl, when all tests were performed with less than mins on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.